Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a secondary medication set leaked from an unspecified component "just above the luer lock". This occurred during infusion of vinblastine and after priming with normal saline. Due to this event, there was a delay in treatment as a new bag of chemotherapy solution had to be prepared. A crack was noticed at an unspecified location on the set after the leak. A power injector was not used during the infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.